Manufacturer narrative:
Follow-up received on 23-aug-2016: ptc investigation result was provided. Ptc global number is (B)(4). Quality safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 26-aug-2016 for the following meddra preferred term: abdominal pain lower. The analysis in the global safety database revealed 220 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this spontaneous non-medically confirmed case report was received via regulatory authority and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had painful lower abdomen and slow thyroid which she suspected was caused by metal poisoning. Essure would be removed approximately 9 months after its insertion. Painful lower abdomen is a listed event in the reference safety information for essure; the other event is unlisted. After essure insertion, abdominal pain may occur. Given the positive temporal relationship, nature of the event painful lower abdomen, and lack of alternative explanation, a causal relationship with essure cannot be excluded. The essure insert consists of a nickel-titanium alloy however it is unlikely that the amount of metal released would be sufficient to cause metal poisoning. Besides, hypothyroidism is relatively frequent in women, and autoimmune thyroid disease is the most common cause in areas of adequate iodine intake. Therefore, considering the pathophysiology of the event slow thyroid caused by metal poisoning and the local effect of essure in the fallopian tubes, a causal relationship between this event and suspect insert was assessed as unrelated. Non-serious events were also reported. This case was regarded as incident, since device removal would be required. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. There is no possibility for follow-up therefore further information cannot be obtained.

Event description:
This is a spontaneous case report received from a (B)(6) female consumer via regulatory authority in (B)(6) on 04-aug-2016 who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2015. Ever since (nearly) daily migraine (was known with migraine prior to insertion, but less frequently), lower back pain, painful groins, painful lower abdomen, extreme tiredness, palpitations, forgetfulness and other complaints. Patient is known with nickel allergy causing sores on her breasts. No inquiring about nickel allergy prior to insertion. Gp (interpreted as general practitioner) has been consulted for complaints and concluded slow thyroid. Female is suspecting possible causal relation with essure (slow thyroid caused by metal poisoning). Essure would be removed on (B)(6) 2016 together with the fallopian tubes. There is no possibility for follow-up. Company causality comment: this spontaneous non-medically confirmed case report was received via regulatory authority and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had painful lower abdomen and slow thyroid which she suspected was caused by metal poisoning. Essure would be removed approximately 9 months after its insertion. Painful lower abdomen is a listed event in the reference safety information for essure; the other event is unlisted. After essure insertion, abdominal pain may occur. Given the positive temporal relationship, nature of the event painful lower abdomen, and lack of alternative explanation, a causal relationship with essure cannot be excluded. The essure insert consists of a nickel-titanium alloy however it is unlikely that the amount of metal released would be sufficient to cause metal poisoning. Besides, hypothyroidism is relatively frequent in women, and autoimmune thyroid disease is the most common cause in areas of adequate iodine intake. Therefore, considering the pathophysiology of the event slow thyroid caused by metal poisoning and the local effect of essure in the fallopian tubes, a causal relationship between this event and suspect insert was assessed as unrelated. Non-serious events were also reported. This case was regarded as incident, since device removal would be required. A product technical analysis is expected. There is no possibility for follow-up therefore further information cannot be obtained.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.